Event description:
The customer reported a monitor speaker malfunction error message. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.